Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. No anomalies were found. Concomitant product: dtba1q1 ICD implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that high impedance readings were exhibited on the left ventricular (lv) lead. The lv lead issue will continue to be monitored. No patient complications have been reported as a result of this event.